Manufacturer narrative:
The family indicated that the end user was left unattended and the fall was not witnessed. They found her still sitting in the chair that had flipped backwards to the carpeted floor. She was hospitalized for observation but no serious injury resulted from the incident. It was reported that the end user previously had a similar fall with a different wheelchair. The owner's manual clearly states that the chair should not be tipped without assistance. It also states not to lean the chair back as it could cause the transport chair to tip over. A caregiver must be present at all times while the transport chair is in use. The occupant should not be left unattended. The family acknowledged that they did not follow the stated warnings. The sample is not being returned for evaluation. Due to the reported hospitalization, this medwatch is being filed.

Event description:
An end user was left unattended, sitting in the transport chair and fell backwards. She was hospitalized for observation. No serious injury resulted.